Event description:
A customer reported experiencing a cgm error 42 related to their g7 sensor. There was no adverse impact to the customer's blood glucose level. The technical support team provided the customer with detailed instructions to reset the pump, and after the reset, the cgm error code did not reappear.